Manufacturer narrative:
Failure analysis for fiber (B)(4): there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits mild devitrification at the output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, the product complaint "end fire" could not be confirmed; misalignment of the metal cap output window with the red stop sign was observed; the probable root cause of the failure is undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to be forward-firing. The fiber was replaced and the procedure completed using a second side-firing surgical fiber. Patient outcome: "ok" - there was no patient injury reported.